Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high thresholds at 3.5 v in both supine and sitting positions. The lead was repositioned.